Event description:
According to the reporter: the spacemaker balloon trocar could not charge air normally. Pt involved, no pt injury. Additional info was received that stated that operating room time not extended. Balloon could not be inflated.

Manufacturer narrative:
(B)(4).